Manufacturer narrative:
Imdrf device code a1802 captures the reportable event of device contamination during manufacturing or shipping.

Event description:
It was reported that upon the opening of the box the product bag was noted to have water droplets inside therefore the product was discontinued, and another device was used to complete the procedure. No patient involvement was reported due to this event.

Manufacturer narrative:
Device evaluation the device returns for investigation, visual inspection was performed and there were no droplets inside the pouch. Based on the evidence the reported event packing foreign material, could not be confirmed. A labeling review was performed, there is no evidence that the device was improperly use. The risk review confirmed that the event of "packing foreign matter" was defined in the risk documentation. The event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Analysis of the device history records (DHR) were performed as part of the historical complaints analysis and did not identify any manufacturing deviations. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Imdrf device code a1802 captures the reportable event of device contamination during manufacturing or shipping.

Event description:
It was reported that upon the opening of the box the product bag was noted to have water droplets inside therefore the product was discontinued, and another device was used to complete the procedure. No patient involvement was reported due to this event.